Event description:
Customer contacted tandem customer technical support requesting assistance updating pump basal settings recommended by health care provider due to elevated blood glucose levels. During troubleshooting with tandem technical support, the customer successfully updated settings.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.